Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection noted the lead had been severed during he explant procedure. No product abnormalities were identified and normal lead resistance measurements were confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's right atrial (ra) and right ventricular (rv) lead triggered lead safety switches due to high out of range pace impedances. The impedance values were greater than 3000 ohms in bipolar. The patient was being brought in for further evaluation and noise was reproduced on both channels with arm movements. Oversensing and high pacing thresholds were also seen. It was suspected the leads were fractured. At this time, the leads remain in service, but a revision was recommended. No symptoms or adverse patient effects were reported.